Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and impedance variation in addition to high thresholds. It was noted that the rv lead was removed from the header of the device and it was observed that there was a connection issue and a blood clot was found in the header. The rv header was cleaned and reconnected back into the device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: b5, section d, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and pacing impedance variation. High rv thresholds were also observed. During a revision procedure a blood clot was found in the rv header of the cardiac resynchronization therapy defibrillator (crt-d). The header was cleaned, and the sensing issue resolved when the lead was reconnected. The crtd remains in use. No patient complications have been reported as a result of this event.